Manufacturer narrative:
The devices associated with this report were not returned. Product development reviewed the provided x-ray and stated there is no objective evidence to conclude on a root cause of the dislocation. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: revision of a reverse total shoulder replacement. Original surgery was performed on (B)(6) 2014 and revised on (B)(6) 2014. Revision surgery was undertaken due to a dislocated shoulder. Patient presented to surgeon with decreased function and investigations indicated a dislocated shoulder. The surgery was performed through a open incision. The polyethylene liner was removed and a new size 6mm liner inserted. The shoulder was then reduced and then closed. The removed implant was discarded as per hospital protocol. It is not available for return. Pre-op x-ray is available. The patient did not consent to have their post op notes to be provided for further investigations.